Manufacturer narrative:
Concomitant medical products: product ID: 9 735859, serial/lot #: unk. No analysis has been returned or completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a damaged ethernet port. The site was no longer able to pull exams over the network. It was stated that the ethernet cable will not seat properly in the port on the stealth. No patient present